Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2015-12-24. Of note, the reportable malfunction and serious injury (lead reprogramming) is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2016-02-10. Information was subsequently received on 2016-01-04 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead experienced high thresholds and a nurse suspected the lead may have d islodged based on a CT scan. It was also found the rv lead intermittent capture in both pacing polarities and was undersensing. Reprogramming was done and the lead remained in use. It was later reported the patient had passed away six days later. The cause of death is not known and attempts to obtain additional information were unsuccessful.